Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 24x3.5 mm, de novo target lesion was located in a moderately calcified and mildly tortuous left anterior descending artery (lad). Following a non-bsc guide wire and non-bsc guide catheter, a 3.50x24mm promus element drug-eluting stent was selected and advanced but resistance was felt upon crossing the target lesion. After retrying to cross the lesion, the physician noticed that the stent was deformed in its distal part so he retrieved it. The procedure as completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination identified kinks at various locations along the distal shaft. Shaft kinks are consistent with excessive force being applied to the device during handling/use. Distal stent damage was also noted. Stent struts were pushed proximally and were misaligned. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 24x3.5 mm, de novo target lesion was located in a moderately calcified and mildly tortuous left anterior descending artery (lad). Following a non-bsc guide wire and non-bsc guide catheter, a 3.50x24mm promus element ¿ drug-eluting stent was selected and advanced but resistance was felt upon crossing the target lesion. After retrying to cross the lesion, the physician noticed that the stent was deformed in its distal part so he retrieved it. The procedure as completed with a different device. No patient complications were reported and the patient's status was stable.